Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, measuring 133 ohms. It was noted there was no observations of noise. Technical services discussed shock lead impedance values and provided troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.